Event description:
There are 6 different occurrences that all involved the same unit in the same location; no patient harm involved. First occurrence: patient was being x-rayed on the multix fusion wireless unit at the wall bucky. The system gave an error saying, "image transfer delay" after the exposure was taken and it never loaded the image. The image was unable to recover. One of the siemens workers from the service department was here when this happened and also was unable to recover the unit. The system had to be rebooted and the image redone. This system is a multix fusion wireless model: fcl-medr. Second occurrence the same day: patient was being x-rayed on the multix fusion wireless unit on a table top exam. The system gave an error saying "image transfer delay" after the exposure was take and it never loaded the image. The image was unable to recover and the patient was taken down the hall to a different x-ray room to finish the exam. This system is a multix fusion wireless model: fcl-medr. Third occurrence a week later: patient was brought into one of the siemens multix fusion wireless units. They were positioned sitting at the end of the table for a hand x-ray which was being done on a table top exposure setting. The first image (pa hand) was taken and we got a message stating "image transfer running" and the system sat with this error for a while and we were unable to recover the lost image. We had to move the patient to a different room/unit to redo the exam. Fourth occurrence the same day as the third occurrence: patient was brought in for an x-ray in one of our multix fusion wireless rooms. They were placed at the wall bucky for a bilateral knee image. Exposure was taken and a message of "image transfer delay" popped up on the screen and the image would not load. Siemens service was here already and immediately started recovery efforts to get the image but it was loss. The patient was moved to another room and had to have the x-ray repeated along with the other images needed. Fifth occurrence three days after the fourth occurrence: patient was brought into one of our siemens multix fusion wireless units to perform standing knee films. The patient was positioned at the wall bucky for the first exposure. The image was taken and there was an "image transfer running" delay message on the machine. The image never loaded and was unable to recover from the system. The patient had to be moved to another room and the image re done along with the rest of the study. Sixth occurrence about three weeks after fifth occurrence: patient was x-rayed in one of the siemens multix fusion wireless rooms. The image was taken at the wall bucky and after the exposure we received a message reading "image transfer delay" @ 1:49. At 1:54 we plugged the detector into the cable attached to the io box on the wall and a minute later at 1:55 it said unable to recover image and that it was lost. We immediately moved the patient to another room to redo her x-ray. Clicked out from the lost image and then it said "image transfer running" and eventually the image loaded, however, this was only after a repeat had already been done.